Event description:
It was reported that during a da vinci hysterectomy procedure, the tips of the fenestrated bipolar forceps instrument were misaligned. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grips. There was a .054 offset at the tips. The bent grips did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however, the likely cause of bending remains overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found that the pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.